Manufacturer narrative:
Date of event was fully unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while performing a trach care with the patient the flange on the right side seemed to snap from its place. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that while performing a trach care with the patient the flange on the right side seemed to snap from its place. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. It was confirmed the flange was torn at the eyelet. Per the custom ifu0000845 in the warning section 4.10 guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product¿s integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. It was recommended using the twill tape holder supplied with the product and this is not a manufacturing issue.